Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. It was also noted that the patient had (B)(6) and clostridium difficile infection. There were no additional adverse effects reported. The right ventricular (rv) lead was explanted.